Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. The reporter could not indicate the exact event date. The reported issue occurred during an eye surgery. To resolve the issue the reporter indicated that "the tubing was pulled straight down and taped so it could not kink". The procedures was completed without harm to the patient.

Manufacturer narrative:
A device history record review shows that the product was released as per manufacturing criteria. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause for this report is unknown and could not be isolated. A product sample was not returned for evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported kinked tubing causing fluidics and irrigation issues. Additional information and product sample have been requested for this report. No updates have been received at this time.